Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 4.1 was failed. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from other station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b date of event & describe event or problem a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s drawer 4.1 failed and required maintenance. The field service engineer (fse) had resolved the issues by installing cubies and verified proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 4.1 was failed. The customer reported that the user was able to remove the medication from another station resulting in a delay in the dispensing workflow. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section b date of event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 4.1 was failed. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from other station. However, there were no adverse events or injuries reported based on this event.